Event description:
It was reported that the table is lowering on its own without pressing anything. No injury reported. A field engineer was dispatched to the site and determined that the motor control board needed to be replaced. Once this was completed the system was working as intended.